Event description:
The customer received a blood glucose reading of 137mg/dl on the contour next link, was re-tested on the nurse's meter and the reading was 80mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The call ended before further information could be obtained. Product was not replaced.

Manufacturer narrative:
The call ended before complete reporter's information or product information could be obtained. It's not possible to determine the manufacture date without the product information.